Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot: passed. Receiver download retrieved and attached: passed. Finding related to complaint in receiver download: no data within the investigation window in receiver log. Receiver functional test: passed all relevant testing. Receiver pairing test: passed. See attachments. Case opened for interior inspection: passed (no moisture damage). However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.